Event description:
Account executive of home pt reported 3 month old transfer set in which the tubing disconnected from the female luer, while on the home pt. Rn noted home pt was treated with 250 mg ancef intraperitoneally times 4 and with 80 mg gentamicin intramuscularly times 1 as a precaution. No home pt injury reported as per rn.